Event description:
It was reported that during elective implantable cardioverter defibrillator replacement due to the device reaching eri, while attempting to remove the right atrial (ra) lead from the device header with a torque wrench, the physician noted the set screw was unable to remove. Eventually, the set screw broke in half with it still holding the lead in the device header. Multiple attempts with torque wrenches were made to remove the remaining set screw piece with no success. Decision was made to use a bone cutter to cut away the header to gain access to the lead. This was successful and the physician was able to remove the ra lead. The lead was tested through the psa to ensure no damage was inadvertently done, and the lead tested well. A new device was successfully implanted, and the ra lead remained implanted in use with the new ICD. The patient remained stable throughout the procedure. The device was discarded by the hospital staff and will not be returned for analysis.